Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 1.0.3 h3/h6: the system was serviced and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that patient tracking flipped (left is right and vice versa) when moving from registration to very registration and navigation. A technical services (ts) agent performed basic image troubleshooting. Ts looked at radiographic imaging and switched the settings, there was no change. No further information was available. Additional information was received. It was reported that the issue occurred during a posterior tumor resection. There was no impact on the patient's outcome.

Manufacturer narrative:
H3, h6) a software analysis was performed which found that there were 4 mr exams which only one was found to be used for registration and navigation. The exam did not include any plan data and two trace registrations were found with 1.6 mm and 2.2 mm registration accuracy. The reported problem could not be replicated with the archive data. Four application sessions were available for incident reported date. Two of them matched with the archive patient data. User changed to radiographic mode in the first session and did not switch to standard mode later on. Logs did not reveal if there is any issue with left/right in the standard mode/radiographic mode. There was no software issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.